Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) clinical study: it was reported a death occurred. In (B)(6) 2014, a left atrial appendage (laa) closure procedure was performed. A 24 mm watchman ® laa closure device was implanted. The closure device was placed distal to and spanned the entire laa ostium with a complete seal noted. In (B)(6) 2015, the patient was found dead in his flat. The cause of death is unknown.